Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and feel okay to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer also experienced irritation. It was also reported that there was crack on the back of the insulin pump. Customer not alleging that the insulin pump was under delivering and also declined trouble shooting for the issue. The insulin pump will be returned for analysis.